Event description:
The pump was returned for investigation. Investigation revealed a display failure and a keypad response issue with evidence of contamination. This report is made based on results of investigation completed on (B)(4) 2013. There was no adverse event associated with this complaint.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: during investigation, the display screen was found to be dim and discolored. Additionally, the down arrow keypad button was intermittently unresponsive during testing. The keypad cover was removed and evidence of contamination was found under the key contact. (B)(6).